Event description:
It was reported that the customer had a blood glucose level of 379 mg/dl. Customer's blood glucose went up to 484 mg/dl later at 2 am and started to lower. Customer works over night. Customer stated that the pump was working fine. Customer woke up with a blood glucose level of 48 mg/dl. Customer had an issue with disconnecting the pump. Infusion set site where the tubing is removed was not twisting off properly. Customer also misplaced the little cover for the infusion set the first time she disconnected the tubing. Customer declined to be transferred to the helpline. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).